Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the haptic bent. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -17.00/+3.0/094 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2024. The lens was explanted on (B)(6) 2024 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2024 but the problem was not resolved and the lens was removed. The lens was replaced with a longer lens and the problem was resolved. The eye was quiet and lens was stable.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).